Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER for induction test following an increase in high-voltage lead impedance and high capture threshold. The patient was asymptomatic. Externalized conductors were also noted on the lead distal to the svc coil. The lead was capped and replaced. The patient was in good condition following the procedure.